Event description:
Customer reported that the camera and collimator were out of alignment.

Manufacturer narrative:
Svc rep verified issue, found that the camera and collimator were our of alignment. Adjusted and re-aligned both camera and collimator per calibration procedures. Sys operating as intended.